Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose reached 550mg/dl [blood glucose increased]. Plunger shaft was locked [device mechanical issue]. Did not trigger medication, but after pressing the button to inject the marker returns to 0 [device failure]. Case description: this serious spontaneous case from brazil was reported by a consumer as "blood glucose reached 550mg/dl(blood glucose increased)" with an unspecified onset date, "plunger shaft was locked(device mechanical jam)" with an unspecified onset date, "did not trigger medication, but after pressing the button to inject the marker returns to 0(device failure)" with an unspecified onset date, and concerned a 814 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy." Patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: not reported. On an unknown date novopen4 pen was locked, and did not trigger medication, but after pressing the button to inject the marker returns to 0. It was reported that the dose could be selected, the injector button was working, and the counter returned to zero during the application. However, after application, not a drop appeared at the tip of the needle, and therefore believed that there was a malfunction. Patient made 3 applications that had no effect. Patient's blood glucose(blood glucose) reached a value of 550mg/dl due to the device locking over the course of two days. She then went to the health center, was receiving insulin there. Patient was being monitored by an endocrinologist, and used another pen, but started using novopen 4 when patient changed the insulin distributed by pubic health system. To perform the flow test, the patient had to reassemble the pen, placing a new insulin cartridge, and complained that the plunger shaft was locked. The flow test was performed according to the package insert in line twice, with droplet output both times. The patient used a new needle with each application, and did not keep the needle attached after use. Batch numbers: novopen 4: requested. The outcome for the event "blood glucose reached 550mg/dl(blood glucose increased)" was not reported. The outcome for the event "plunger shaft was locked(device mechanical jam)" was not reported. The outcome for the event "did not trigger medication, but after pressing the button to inject the marker returns to 0(device failure)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment 03-oct-2024: the suspected device is not returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigation result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: malfunction, is non-reportable field updated. Qc result and qc comment field updated. Expected date of fu updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer's comment: 11-nov-2024: the suspected device is not returned to novonordisk and batch number is not available, thus no investigation was possible. And no conclusion is reached. H3 continued: evaluation summary: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.